Manufacturer narrative:
Per data log analysis, on 10-apr-2019: 13:34:47 calibration successfully performed. 16:32:40 flow set to 0.25 l/min. 16:32:40 fio2 set to 0.759 (75.9%). 16:33:29 o2 sensor and blender disagree (o2 sensor = 37.2%, blender = 75.9%). This will cause a calibration needed indication. 16:37:00 calibration successfully performed. From 16:37:55 to 17:26:36, several changes to fio2 (21-100%), and flow (0.24-0.93 l/min) were made with no indication of a problem. 17:35:57 flow set to 0 l/min. 17:38:06 fio2 set to 0.21 (21%). 17:42:28 calibration successfully performed. 17:46:12 fio2 set to 0.774 (77.4%). 17:42:28 flow set to 0.3 l/min. 17:47:15 o2 sensor and blender disagree (o2 sensor = 20.4%, blender = 77.4%). 17:49:56 calibration successfully performed. 17:50:49 fio2 set to 0.707 (70.7%), flow set to 0.3 l/min. 17:50:57 o2 sensor and blender disagree (o2 sensor = 98.8%, blender = 70.7%). There seems to be an intermittent problem with the o2 sensor measurement. The log confirms the complaint at 17:47:15.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) could not verify the reported complaint. He checked all the electronic patient gas system (epgs) lines, all epgs gas and electrical connections, all epgs system calibrations and all epgs operations. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the fraction of inspired oxygen (fio2) would not go above 20%. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.